Event description:
A customer contacted baxter's technical service center reporting during dwell 2 of 4 on a home choice (hc) the heater bag became disconnected. The hp was connected and reconnected the bag to try to resume therapy. The technical service representative (tsr) assisted the hp to end therapy and the hp would discard the supplies and start over with new supplies. The hp would call back to be sure to drain before starting fill 1. The hp would call the registered nurse (rn) regarding being connected when the heater bag became disconnected. During a follow up call with the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding the disconnection of the solution bag, the home patient (hp) did follow up with her regarding the disconnection. The pdn stated the hp was not sure why the bag disconnected and the pdn advised the hp to make sure the connections were secure during setup. The pdn stated the hp had been in for clinics the following day after the disconnection and was doing fine with therapy on the cycler. The pdn stated she has ongoing training with the hp. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue where the heater bag became disconnected during the dwell stage 2 of 4, cannot be confirmed and the assignable cause was not determined. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.